Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient had functional impairment secondary to intraparenchymal hemorrhage of the precentral gyrus the patient was admitted to the hospital for further evaluation of residual deficits after have a hemorrhagic stroke while traveling. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient had functional impairment secondary to intraparenchymal hemorrhage of the precentral gyrus on (B)(6) 2013 the patient was admitted to the hospital for further evaluation of residual deficits after have a hemorrhagic stroke while traveling. The patient continues to have difficulty with swallowing while on a pureed diet after discharge from hospital, and is unable to take all of his medications (including keppra) due to choking and his inability to swallow. Neurology service was consulted but opted not to evaluate the patient given he was two (2) weeks out from the cva and wanted to follow up with him in clinic. No additional information available.